Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Patient is taking lovenox/heparin. Per product insert- limitations, "this test should not be used for patients on heparin therapy." This is considered off-label usage and cannot be ruled out as a cause for the unexpected results experienced by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Therapeutic range: 2.0 - 3.0. The time between testing was less than five (5) minutes on each day. Reportedly, the finger was "milked" after the finger stick and the same finger stick was used to test on the poc monitor after the inratio on all three (3) tests. Additionally, the patient was administered lovenox 120 mg from (B)(6) 2014 and discontinued on (B)(6) 2014. There was no reported adverse patient sequela. There was no additional information provided.